Event description:
The pt's spasms were not controlled even though the dosage was being increased daily. The device system was checked via x-ray and CT (dates not reported; no abnormality was detected with the catheter. In 2009, the physician found the tip of catheter was out of the "marrow cavity" with a catheter contrast study. The pump worked well "because its flow rate accuracy was good". The planned the reposition the catheter. The device system was used to deliver gabalon. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.